Event description:
As reported, the saber rx 6mm 30cm balloon ruptured at 8atm during inflation after crossing the lesion. The device was removed intact from the patient. The device was replaced with another unknown balloon catheter and the procedure completed. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa). The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The lesion was noted to have severe calcification with 100% stenosis. The device was being used to treat a chronic total occlusion (cto). The vessel had moderate tortuosity. There was no resistance/friction while the device was advanced through the hemostatic valve or while inserting through the guide catheter. The balloon catheter advanced through the vessel without difficulty; however, there was difficulty crossing the lesion. The device was never in an acute bend and was never kinked while being used. The inflation device was used with the new unknown balloon catheter. The device was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82230543 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h1, h2, h3 and h6. As reported, the saber rx 6mm 30cm balloon ruptured at eight atm during inflation after crossing the lesion. The device was removed intact from the patient. The device was replaced with another unknown balloon catheter and the procedure completed. There was no reported injury to the patient. The lesion was in the superficial femoral artery (sfa). The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU, was prepped normally and was able to maintain negative pressure. The lesion was noted to have severe calcification with 100% stenosis. The device was being used to treat a chronic total occlusion (cto). The vessel had moderate tortuosity. There was no resistance/friction while the device was advanced through the hemostatic valve or while inserting through the guide catheter. The balloon catheter advanced through the vessel without difficulty; however, there was difficulty crossing the lesion. The device was never in an acute bend and was never kinked while being used. The inflation device was used with the new unknown balloon catheter. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82230543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with moderate tortuosity and a chronic total occlusion likely contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.